Event description:
It was reported that a device was used during an unknown procedure. It was reported that the handpiece gave a solid tone with the test tip. The case was completed with another h2tuv. There was no patient consequence.